Manufacturer narrative:
No investigation was performed. No information available regarding the product that was involved. Patient did not respond to multiple requests for more information. Unable to determine root cause or conduct trending analysis. No further action to be taken unless the patient responds with more information.

Event description:
Facebook complaint received: "worse mistake ever getting the lapband! The band slipped up onto esophagus and ended up constant choking me. Had it removed and switched to the gastric sleeve."